Event description:
An optometrist reported that a patient presented with blurry vision in left eye one day post lasik. The patient was noted to have trace diffuse lamellar keratitis (dlk). The previously prescribed topical steroid eye drops were increased. Additional information provided states that the patient's symptoms have resolved and the patient is no longer using the topical steroid drops.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available (B)(4).